Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve causing the unit to alarm. Additional malfunctions include the 4 way valve was not shifting, and the sieve beds were saturated.